Event description:
It was reported that a patient presented for an implant procedure. The patient's leadless pacemaker exhibited high capture thresholds. The device was retrieved and not used. The patient condition was unknown.